Manufacturer narrative:
The customer's report that the set was leaking along the tubing was confirmed. Visual inspection observed scrapes along the set's adapter tubing and tubing components as well as a hole along the tubing. The scrapes were measured to be within a range of two inches. There was a tear on the set package measured as approximately 0.03 inches in length. Although damage was observed on the set, the set was re-primed. Fluid leaked from the hole. The cause of the leak was due to the hole along the tubing. The root cause of the damages was unable to be identified.

Event description:
It was reported that as the nurse noticed the set was leaking along the tubing while priming normal saline (ns). It was also noted that the product was found defective, before being used on a patient. No patient involvement was confirmed during follow up.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that as the nurse noticed the set was leaking along the tubing while priming normal saline. It was noted that the product was found defective before being used on a patient.